Manufacturer narrative:
A manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the sample was returned. The distal tip was examined under microscopic magnification and it was observed that the outer catheter had been partially pulled away from the distal metal tip. As a result, the distal tip was off center. No other anomalies were noted along the length of the catheter. Performance/functional evaluation: the patency of the guidewire lumen was tested with an in-house 0.014¿ guidewire. The guidewire was loaded through the hub and able to advance to the distal end of the catheter, but not exit the catheter. The guidewire was then loaded through the distal tip but was unable to be advanced past the distal tip. The outer catheter was removed near the distal tip and the distal tip was examined under microscopic magnification. It was observed that the guidewire lumen was twisted around the core wire. Due to the material twisting, the guidewire could not be loaded through the tip of the device. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for material separation, as the outer catheter was partially pulled away from the distal tip. The investigation is confirmed for material twisting as the guidewire lumen was observed to be twisted at the distal tip. The investigation is confirmed for device-device incompatibility, as an in-house guidewire could not be advanced through the distal tip due to the twisted guidewire lumen. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues during the attachment of the catheter to the transducer contributed to the twisted catheter and outer catheter separation from the distal tip. Labeling review: the current crosser cto recanalization catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Event description:
It was reported that a recanalization catheter would not thread onto an 0.014" guidewire, rendering the device unusable. Reportedly, another recanalization catheter was used to successfully complete the procedure. There was no reported patient involvement.